Event description:
It was reported that the patient presented to the clinic with fatigue due to inappropriately decreased ventricular pacing rate. Programming changes were recommended. Patient will continue to be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.